Event description:
Customer was hospitalized with high blood glucose levels and ka. Troubleshooting was performed and pump appeared to be functioning normally.

Manufacturer narrative:
Currently it is unk whether or not hte device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.